Event description:
Caller reported intermittent occlusion alarms. Specific blood glucose (bg) levels were unknown, but levels were noted displaying as "high" for at least one occlusion event. The elevated bg was addressed with a correction bolus via the pump. The customer changed the infusion set and cartridge, and resumed insulin and did not require assistance beyond these actions and declined further support.